Event description:
It was reported that during a gastrectomy procedure, the feedback of the firing was lighter than usual, and the staples were malformed. The next cartridge was loaded and fired, but the staples were also malformed. Finally, a new device was used to complete the case. There were no adverse consequences to the pt. All three reloads were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.